Manufacturer narrative:
Additional information added to: a2,a3,a4,b1,b2,b3,b6,b7,d4,h4. Sn # (B)(6) - 8100, sn # (B)(6) - 8015, pri tubing.

Event description:
It was reported that the device over infused during an administration of chemotherapy. Per the clinician, "aldesleukin 18.09 units in 250 ml ns to run at 10.4 ml/hr. It was programmed for 250 ml to be infused at 10.4 ml/hr. At the end of 16 hours, however, the pump only recorded that 165.3 ml had been infused despite the bag being empty. Aldesleukin 18.09 units in 250 ml ns to run at 10.4 ml/hr." The chemotherapy was ordered to run over a period of 24 hours, but completed 8 hours early. It was noted that the clinician switched out the module in which the chemotherapy was infusing, but not the "brain" of the pump at this time. The patient experienced increased liver enzymes and increased pain. There was a change in chemotherapy treatment and prolonged hospitalization as a result of the event.

Manufacturer narrative:
Additional information added to: a.2, a.3, a.4, b.6, b.7, and h.6; (patient code). The cause of the customer¿s report with a device over infusing during an administration of chemotherapy was not definitely identified. No error or malfunctions were recorded on the devices log files on the day of the customers reported incident date of (B)(6) 2019 and (B)(6) 2019. Review of the returned pcu device log showed aldesleukin in mu 24 hour infusion drugid 19 was programmed on pcu s/n (B)(6) along with pump module s/n (B)(6) on (B)(6) 2019. The pcu event log contained no obvious programming errors that would result in the customers reported complaint. Functional testing performed found no anomalies with the returned pump module. Log analysis results: on (B)(6) 2019 at 4:52 pm the source pump module s/n (B)(6) was programmed as a guardrails IV infusion of chemo prime fluid (drugid 104), rate 450ml/h and vtbi 15ml. At 4:54 pm the pump module infusion completed. Pvi was recorded as 818.4ml at the time. At 4:54 pm the pump module was channeled off. Pvi was recorded as 818.4ml at the time. At 4:54 pm the source pump module s/n (B)(6) was programmed as a guardrails IV infusion of aldesleukin in mu as (drugid 19). A drug amount of 18.09unit, diluent volume of 250ml, concentration of 0.0724unit/ml, rate of 10.4ml/h, vtbi of 250ml was programmed and the infusion was started. Pvi was recorded as 818.4ml at the time. At 9:13 pm the pump module was paused and a minute later was restarted. Calculated volume infused at the time 59.8ml. On (B)(6) 2019 at 1:49 am the pump module was paused and was restarted at 1:52 am. Calculated volume infused at the time 107.6ml. At 6:09 am the pump module was paused and a minute later was restarted. Calculated volume infused at the time 152.3ml. At 8:52 am the pump module alarmed for air in line and at 8:55 am the pump module was channeled off. Calculated volume infused at the time 180.4ml. The root cause was not definitely identified.

Event description:
It was reported that the device over infused during an administration of chemotherapy. Per the clinician, "aldesleukin 18.09 units in 250 ml ns to run at 10.4 ml/hr. It was programmed for 250 ml to be infused at 10.4 ml/hr. At the end of 16 hours, however, the pump only recorded that 165.3 ml had been infused despite the bag being empty. Aldesleukin 18.09 units in 250 ml ns to run at 10.4 ml/hr." The chemotherapy was ordered to run over a period of 24 hours, but completed 8 hours early. It was noted that the clinician switched out the module in which the chemotherapy was infusing, but not the "brain" of the pump at this time. The patient experienced increased liver enzymes and increased pain. There was a change in chemotherapy treatment and prolonged hospitalization as a result of the event.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device over infused during an administration of chemotherapy. The chemotherapy finished "8 hours too soon." It was noted that the clinician "switched out the module that the chemo was running through, but not the 'brain' of the pump." Although requested, no additional patient information was provided.